Event description:
It was reported the programmer won't start and there are no lights. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; programmer will not power up. Power supply found out of electrical specification. Analysis also found the left keyboard hinge is broken and the tabs on the power cord bay door are broken. (B)(4).